Manufacturer narrative:
Concomitant medical products: 694958 lead, implanted: (B)(6) 2006; 5076-52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a pocket revision was performed due to pain and edema at the pocket site. The site continued to have erythema and the patient was treated with intravenous antibiotics. Erosion occurred and the device and lead began protruding from the skin and the patient developed endocarditis. It is unknown if an active lead or previously capped lead was the lead that protruded. Additional information received reported the right ventricular (rv) lead had previously been capped and replaced due to decreasing impedance. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and the patient was treated with additional antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, but analysis could not be performed due to legal restrictions. Visual analysis of the lead indicated apparent explant damage. H3: full analysis cannot be completed at this time due to pending litigation. If information is provided in the future, a supplemental report will be issued.